Event description:
It was reported that an arteriotomy closure of a mildly calcification and mildly tortuous common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the proglide device was inserted over a guide wire. The guide wire was removed at skin level and the proglide was attempted to be advanced straight into the artery with resistance being felt. The resistance may have been the result of the calcification noted at the access site and as well the mild calcification in the common femoral artery. After advancing the proglide into the artery it was not possible to get arterial blood flow through the marker lumen. The proglide was removed until the guide wire exit port was at skin level and the marker lumen was flushed again. The proglide a second time was advanced into the artery with no arterial blood flow through the marker lumen. The proglide was removed and manual arterial compression was used to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance and no marking was not confirmed. Analysis of the returned device revealed the marker tube appeared normal and the marker port is not occluded. Marking patency was performed before and after decontamination and the device was patent. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. There is an indication of a user influence on the reported resistance felt during advancing the device into the artery. Per the proglide instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). (B)(4): against resistance. Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. It was reported that the calcification was noted in a common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.